Event description:
The customer called to report that she's been getting infections at her insertion site, due to the sensors. The customer described the sites as being red, swollen and infected. The customer stated that a registered nurse looked at the infected areas and felt that the sensors were at fault. Advised the customer that her current sensors would be replaced, but to consult with her doctor if the infections continue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.